Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result from the sample tested in a sample cup was 239.9 miu/ml with a data flag and was reported outside the laboratory. The doctor questioned the result as the patient was not pregnant. On (B)(6) 2012, a new sample from the patient was sent and the result was <1 miu/ml. The user then poured another sample from the original tube and the repeat result was 0.100miu/ml with a data flag. The user then tested the original sample twice with a result of 0.100 miu/ml with a data flag each time. The repeat result was considered to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 16250103 with an expiration date of 07/31/2012. The field service representative could not find a cause. He inspected the fluidic system and verified all voltage monitors which passed. He also checked the gripper fingers. To verify the analyzer operation, he ran performance testing which passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. Neither a reagent nor an instrument issue was suspected as calibration and quality control data were acceptable and the field service representative found the analyzer was working well within the acceptable specifications. No adverse events for patient was reported.